Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 22, 2020. Device evaluation summary: according to the information received, the patient developed breast pain. The device was visually inspected, and no apparent damage was found. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 01/15/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously submitted the wrong date received by manufacturer (g4) with the supplemental report submitted on that same date. The correct date should have been (B)(6) 2019, rather than the date reported, (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with 550cc mentor memorygel breast implants experienced bilateral rupture post procedure. The patient began experiencing right sided pain in 2013. On (B)(6) 2019 magnetic resonance imaging was performed and revealed bilateral rupture. As a result, an explant is scheduled for (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-18373 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 12/19/2019. When the devices were explanted they were found intact. Is product problem- uncheck. Additional information was received on 12/31/2019. The preoperative diagnosis for the procedure was pain. Manufacturer¿s reference number: (B)(4).